Event description:
It was reported that while in the cath lab, md inserted the sheath via left femoral artery. The clinician prepped intra-aortic balloon (iab) per instruction & handed it to the md. Md began advancing iab through the sheath when the iab became stuck in sheath. As a result, iab was removed with the sheath as one unit; another iab was not inserted. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.